Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient was went for upper right humerus epiphysis fracture procedure and during the intraoperative period, the doctor places kirschner pins, when places the drill guide and starts to drill the tip of the 2.8 bit, it breaks. Procedure was completed successfully without delay. All fragments are removed easily. No patient consequence. Concomitant device reported: unknown k-wires (part # unknown, lot # unknown, quantity 1), unknown drill guide (part # unknown, lot # unknown, quantity 1). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: a device history record (DHR) review was conducted: part: 310.284, lot: 2559737, manufacturing site: bettlach, release to warehouse date: 28. Dec. 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent the procedure to treat the upper right humerus epiphysis fracture. During the procedure the surgeon placed the kirschner pins and when surgeon placed the drill guide and started to drill the tip of the 2.8 bit broke. Procedure was completed successfully without any delay. Fragments were generated from broken device. No further information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.